Event description:
(B)(4). When I first got it, I had heavy bleeding, bad cramping; I found out I was (B)(6) pregnant (B)(6) 2012. My pregnancy was normal. I had my baby (B)(6) 2013. I had my tube tied by another doctor in (B)(6) 2013, so I started to cramping really really bad when my period come on; so I went to see my obgyn; so I had to go have the essure removal; so like 5 or 6 months after that I started to have really bad pain in my abdomen; so she sent me to have an ultrasound; so I had another essure and it had to be removed; so I had to have a full hysterectomy; so I started to hurt again, so I went back to her and she sent me to have a CT scan and it was more essure; so I have to have another surgery and she said she don't understand why he put so many but I be feeling so bad I don't want to get up out bed or do anything because I be feeling so tired. I have mood swing, I have 3 bald spots in my head, hot flashes, night sweats, depression and anxiety, back pains, legs pains, knee pains, feet pains, headaches, arm pains, legs be burning, uti ,yeast infections, itching, always feel confused, bloated and weight gain. It's so much, I just want to feel better.